Event description:
Pt was operated before appr. 18 months with mitek rigidfix for acl repair. In the near past pt complained over pain in the knee joint and an arthroscopy was performed by dr. In this arthroscopy broken and non absorbed crosspins two pieces (appr. 7mm and appr. 4mm) detected in joint and removed. Pt seems to be fine now.